Event description:
The customer contacted beckman coulter, inc. (Bci) in regards to erroneously elevated accutni (troponin I) results generated on the access 2 immunoassay system for three pts. The pt samples were retested and the results were within the normal reference range. The initial erroneously elevated results were reported outside the laboratory. It is not known if there was any change to the pt treatment. There is no indication of an adverse event or indication of any medical intervention to prevent serious injury.

Manufacturer narrative:
Field service engineer (fse) was on site on (B)(4) 2008 investigating the event. The fse inspected the instrument and found two aspirate probes that were bent and the substrate delivery probe was damaged. The fse also performed a substrate delivery test which demonstrated that substrate was not being dispensed correctly. The fse noted that the substrate backlash was not adequately being drawn back in the substrate pump. The fse replaced the substrate pump. Fse also performed a preventative maintenance on the instrument. The fse verified the repairs per established procedures and the results met published performance specifications. Hardware error is the root cause for this event. MDR# 2122870-2008-233 documents the results for pt 1. This is 2 of 2 separate MDR reports related to 3 pt events associated with a single malfunction report. Reference MDR numbers 2122870-2008-233, 2122870-2011-05179, 2122870-2011-05180 for all related events. This reportable event was identified during a retrospective review of complaints conducted between january 1, 2008 through october 23, 2010 for additional reportable events.